Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings of 350 mg/dl. It was noted that the customer was placed on insulin drips at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the time and date were corrected during troubleshooting. No further information reported.